Manufacturer narrative:
The customer representative did not find anything that would have contributed to the reported event, upon examining the system. However, as a preventive measure the fluidics, footswitch, and cabling were all replaced at the request of the surgeon. The system was tested and was found to meet specification. With the available information, the root cause of the reported issue was unable to be determined conclusively. The surgeon has requested to continue tutelage with a company representative to ensure parameters are adequate. The operator¿s manual includes the warning: empirical numbers for bottle heights are not a replacement for competent surgical technique. The surgeon should visually and physically monitor intraocular pressure. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the pressure of the machine does not change no matter the press on the pedal and the height of the pole. No system message was displayed. The system was re-booted and consumable products were changed without resolution to the issue. The case was stopped and the patient was transferred to another facility for completion. Additional information has been requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated there was no change in pressure despite pressure on the footswitch.